Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and a sling were implanted. It was not stated which product was implanted on which date. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that due to pain and bleeding the patient underwent mesh removal on (B)(4) 2007, (B)(4) 2007 and on (B)(4) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy with hydrodistention on (B)(6) 2007 due to urinary urgency, frequency, interstitial cystitis and vaginal bleeding.

Manufacturer narrative:
Date sent to the FDA: 12/28/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03535 and medwatch 2210968-2012-03536. The same patient is represented in each medwatch.